Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery (lad), off which the side branch was a 99% occluded vessel. A trek balloon was used for pre-dilatation prior to stenting with a 2.75x15 mm xience prime stent. After the stent implant was placed, the lad main trunk became jailed, with no blood flow noted. A 3.0x28 mm xience prime stent was placed in the main trunk, opening the artery to complete the case successfully. There were no adverse patient sequela or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: runthrough ns; guide cath: medtronic 6f ebu 3.0. There was no reported product deficiency and the product was not returned. The reported patient effect occlusion, as listed in the instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.